Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that stent damage occurred. A synergy megatron stent balloon expandable was selected for use. During procedure, stent elongation occurred when trying to remove the balloon post deployment in the left main. No further information is available.